Event description:
On (B)(6) 2010, patient reported his infusion device did not respond when the up or down button were pressed while attempting to bolus earlier today. Patient stated, he then reseated the battery and an e8 (power interrupt) alert appeared. Patient reported he was unable to clear the e8 message. Patient reported he then disconnected from the infusion device and has been off of the device for approximately 5-6 hours now. Patient stated his blood glucose is now elevated, over 600 mg/dl. Patient's normal blood glucose is around 200-450 mg/dl. Advised patient to attempt to reinsert battery; e8 message appears. Verified patient was using correct battery type. Patient reported the battery is new. Advised patient to attempt to use an additional battery; e8 error message. Patient reported the buttons pop back up as normal but the infusion device did not respond when the buttons were pressed for a bolus. Advised patient to switch to his backup infusion device. Patient stated he is able to do so without assistance. Patient reported he is able to self treat at this time. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.